Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically approximately 5 months post implant. The lens was exchanged on (B)(6) 2015 with a different model lens. The pt's current status is "doing well after lens exchange, od". This event pertains to the pt's right eye. Please reference MDR#1313525-2015-00813 for the pt's left eye.